Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology needle retraction was difficult to activate, and blood leaked through the bc valve. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "product will not disengage all the time and if it does disengage the catheter will not seal completely and will leak continuously. This has happened twice this week alone and it is the only time it has happened so far."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval: yes . Returned to manufacturer on: 01-jul-2022. Investigation summary: bd received an unsealed 24 ga x 0.75in. Insyte autoguard bc pro unit from lot 1280528 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was already retracted, and media was present. Next, the needle was manually pushed into its initial position and an attempt to retract was made. There was no issue retracting the needle and without the catheter assembly, no further testing for leakage can be done. Therefore, based off the visual inspection the engineer was unable to verify the reported defects. Since no defects could be identified a definitive root cause could not be determined. For a more thorough inspection the catheter would need to be returned as well as the needle. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology needle retraction was difficult to activate, and blood leaked through the bc valve. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "product will not disengage all the time and if it does disengage the catheter will not seal completely and will leak continuously. This has happened twice this week alone and it is the only time it has happened so far."